Manufacturer narrative:
The reported event was confirmed due to the observed damages at the received plates. The device inspection revealed the following: the inspection of the screw has shown that the locking threads are slightly flattened, locally at the level of the first thread flanks and at the level of the head. This could be an indication for an excessive contact between the screw and the plate during the insertion, for example by an out of the 30 degree cone insertion. However, it can also not be excluded that the damages occurred in-situ due to friction between the screw and the plate. Therefore, the root cause of the screw migration cannot be defined. As only one 5.0 mm locking screw was reported to have backed out, and all other returned screws show no signs of damage, deformation, or abnormalities, this particular screw was assessed to be the one that backed out. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The complaint for the associated plate was reviewed by rnd, including a interview with the operating physician. « - all holes (3,6, maybe 13) where cortex screw seems to have been used, show normal trace of screw contact with the holes. However, h3 does also show additional trace of wear coming from contact with other hardware. - 5 holes show trace of locking screws. (8,14,15,16,17) - hole 8 shows normal locking imprints along the edges. All other holes (14,15,16,17) show heavy damage of the edges. - holes 14 and 17 shows abnormal trace of wear on portion of the hole not supposed to interfere with the locking screw when inserted within the 30°cone. It is not possible to tell if these trace were there even before failure of the mechanism or after, due to loose screws and body weight load on construct. - edge reaming could come from screws with poor bone purchase (osteoporotic bone) and trajectory above 15°. It could also be the result of freehand drilling. Less likely screw hitting hardware almost at the time the head starts to lock in the hole - we cannot confirm whether drill came in contact with the hole edges or not. Surgeon reported the procedure was strictly followed involving the use of drill guide that should prevent the drill to contact the hole edges. - the heavy edges wear of holes (14,15,16,17) witness locking mechanism failure. The cause of that failure can not be attributed to any specific observation of the samples ». There was no particular comment made regarding the screw. No product related issue could be detected during the investigation. Based on the provided information, no pre-, intra- and post-operative x-rays in different planes, operation reports, detailed patient details, history and activity was provided, the root cause of the reported event cannot be defined. There are too many factors, like screw insertion angle and torque, position of other already present implants, fracture situation, patient condition, especially in relation to bone quality and activity, that could have played a role. If more information is provided, the case will be reassessed.

Event description:
It was reported that a 5.0 mm pangea locking screw backed out postoperatively, resulting in screw prominence that caused patient discomfort. As a result, a hardware removal surgery was performed. The full plate and all associated screws were explanted during the procedure.

Event description:
It was reported that a 5.0 mm pangea locking screw backed out postoperatively, resulting in screw prominence that caused patient discomfort. As a result, a hardware removal surgery was performed. The full plate and all associated screws were explanted during the procedure.

Manufacturer narrative:
It was reported that one of the following locking screws backed out: catalog #: 540180; lot/serial no: (B)(6), catalog #: 662370; lot/serial no: (B)(6), catalog #: 662365; lot/serial no: (B)(6), catalog #: 662365; lot/serial no: (B)(6), catalog #: 662360; lot/serial no:(B)(6), catalog #: 662332; lot/serial no: (B)(6), catalog #: 608065; lot/serial no: (B)(6), catalog #: 661734; lot/serial no: (B)(6), catalog #: 661730; lot/serial no: (B)(6). Upon completion of the investigation, additional information will be provided in a supplemental report.